Manufacturer narrative:
Evaluation results: one babypac ventilator was returned for investigation. Visual inspection of the unit showed that the switch block was broken. The unit could not be operated without it. In addition, the knobs were not lining up with the front panel. Upon removing the front panel the technician discovered that most of the cork, and all of the wedge packing, was missing which explained why the knobs were not lining up with the panel. The device was also leaking at a rate of 7 psi/30 seconds. The source of the leak was from the kay valve attached to the input block. The reported fault of low pressure could not be replicated and all pressures were passing specification even with the leak. It is possible because the knobs were not lining up with the front panel, the customer may have thought that the settings were greater when in fact they were not. All the recorded pressures were at the higher end of the test specification. It was unknown how the user operated the device as the switch block was inoperable due to the break. This device issue was determined to be beyond economic repair. The 21 year old device required the replacement of too many sub-assemblies which were not backwards compatible.

Event description:
Information was received that a smiths medical ventilator was being tested prior to use. The test bladder appeared to not be inflating sufficiently.